Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed in the fault log "auto fill" failures with code # 3325, 9, 0 (transducer could not be zeroed at end of autofill cycle), he also observed an intermittently failure of k6 valve. The company representative replaced the drive manifold (part #0104-00-0018). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The drive manifold was returned to the manufacturing facility at (B)(4) for evaluation. The failure analysis performed confirmed the failure. The autofill failure was caused by a "sticky" k6 valve. The root cause of this issue has been addressed and the corrective actions has been implemented via a CAPA. The dive manifold evaluated was manufactured prior to the implementation of the corrective actions of the CAPA. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp generated a "maintenance required code #3" (balloon transducer offset failure) and he was unable to perform an "auto fill". The patient was switched to another iabp and therapy was continued. No patient was involved.